Event description:
Lead screw was not working properly.

Manufacturer narrative:
The reported event helix mechanism issue was confirmed. Final analysis found that as received, a complete lead was returned in one piece. The lead was returned with the helix fully extended, bent and clogged with blood/tissue. X-ray inspection found the inner coil overtorqued with four of the filars broken and separated at the connector region consistent with procedural damage. The cause of the reported event was isolated to the helix clogged with blood/tissue, helix bent, and inner coil overtorqued at the connector region.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead was tested and the helix was unable to extend. The lead was not used and replaced. The patient was in stable condition.